Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The patient underwent a right total hip arthroplasty, revision acetabular component, femoral head as patient displaced the cemented acetabular liner.

Manufacturer narrative:
An event regarding alleged "displaced acetabular component" involving an unknown implant liner was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the medical records and x-rays by the consulting clinician indicated "multiple postoperative hazards are identified including loss of fixation of a cemented acetabular component, infection and periprosthetic fracture. The patient had medical history which included chronic vit d deficiency as well as fibromyalgia requiring the chronic use of steroids. As a result she undoubtedly had significant osteopenia putting her at risk for both early component loosening as well as fracture. In addition the chronic steroid use is immunosuppressive putting her at risk for infection. There is no evidence for defect in the implants or their manufacture." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The event for the alleged displacement was confirmed based on the review of the medical records and x-rays by the consulting clinician indicated: "as a result she undoubtedly had significant osteopenia putting her at risk for both early component loosening as well as fracture. In addition the chronic steroid use is immunosuppressive putting her at risk for infection. There is no evidence for defect in the implants or their manufacture." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The patient underwent a right total hip arthroplasty, revision acetabular component, femoral head as patient displaced the cemented acetabular liner.